Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in two inappropriate shocks. This system was reprogrammed to the primary vector and remains in service. No additional adverse patient effects were reported.